Manufacturer narrative:
Gtin: (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The bolt didn't hold the sensor any longer thus they used an additional fiber 2. It seems that the fiber affect the senor as the measurement results weren't any longer correct. In general the sensors are more sensitive. The customer assume a material change as the sensors are more fragile/damageable. The problem occurs several times.